Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery less than expected, and the device heating up. The customer reported a blood glucose value of 118 mg/dl. The customer reported hyperglycemia, malaise treated with an insulin pump (subcutaneous insulin infusion), and other. The event involved products mmt-213a, mmt-1884, and mmt-332a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-213a. Product return was requested for mmt-1884. The customer discontinued using the device, and the device was returned. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool recorded multiple low battery alerts on 08/01/2024 at 09:24:00.000 trough 08/09/2024 at 23:51:24.000 hour. Multiple batt out limit alarms on 08/01/2024 at 19:36:28.000 through 08/08/2024 at 07:15:08.000 hour. The adapt tool also recorded multiple failed batt test alarm on 08/02/2024 at 14:51:34.000 through 08/05/2024 at 07:28:43.000. However, unit passed the sleep current measurement, active current measurement and self test. Unit also passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection corroded electronic assembly and corroded battery tube noted. Unit was received scratched case. In conclusion, customer concern was not confirmed during testing. Unit was closely monitored and no battery tube heating up or low battery alarms noted. However, during destructive analysis corroded battery tube and corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.